Event description:
The distal catheter was flushed prior to insertion and connected to the valve. There were no problems noted. After the distal catheter was tunneled to the peritoneum, the surgeon lengthened the incision on the patient. When the peritoneal catheter was being placed in the peritoneum, the physician noted there were lacerations on the distal catheter. The section of catheter with the lacerations was removed, a type a, stainless steel shunt connector was used to connect the two pieces of catheter that remained after the damaged section was removed, and the physician closed. The scrub nurse said that she believes the lacerations occurred when the surgeon was lengthening the incision. No delay in surgery for more than 30 minutes. On (B)(4) 2015, per rep no adverse affects on patient.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.